Manufacturer narrative:
It was reported that the eyelet broke. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation identified that the eyelet had broken off of the device. However, without the return of the device, further evaluation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable causes are excessive mechanical forces and prying/leveraging of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was doing a speedbridge technique with two of the 4.75 biocomposite swivelock w/tape medial and two of the 5.5 biocomposite swivelocks laterally. The first three anchors went down fine, but on the last anchor, the surgeon loaded the fibertapes into the peek eyelet on the ar-2323bcc 5.5 swivelock, slide the eyelet into the pre-punched hole, and upon tensioning the fibertapes, the peek eyelet snapped. Additional information obtained 12/23/2020: the procedure was a rotator cuff repair. The surgeon used the 4.75/5.5 swivelock punch to prepare the bone socket for insertion of the implant. The broken peek eyelet may still be in the inserter handle but it was not searched for and therefore not accounted for. No unplanned incisions were needed. Another 5.5 swivelock anchor was opened to complete the procedure.